Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a localizer faulted message. The manufacturer representative was able to resolve the issue by reconnecting the flat emitter or rebooting the system. This was multiple times and the issue is intermittent. There was no visible wear or damage to the emitter and the issue is intermittent. Same issue occurs with another emitter. The most likely cause was the scu or camera. There was no patient involvement.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the navigation system they replaced the internal em controller and the system was functioning normally during testing. The damaged controller was sent back for analysis. Codes: b01, c07, d02 the controller was returned for analysis. The reported problem could not be duplicated. The controller was connected to a test system for an overnight burn-in test. The controller functioned normally without failure. Codes: b01, c19, d14, g04035 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.